Manufacturer narrative:
It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine failed to boot and automatically switched off during startup on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.